Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that insulin pump received an insulin flow block alarm. Customer also reported that insulin may have over delivered during the prime rewind process and reservoir was emptied as customer received to much insulin, and as a result customer went to the hospital. Trouble shooting was performed and pump was returned.